Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform any test due to the test reservoir does not stay locked in place.

Event description:
Customer reported via phone call that they did not get no delivery alarm on insulin pump. Customer blood glucose level was 129 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging that the insulin pump was under delivering. Customer feel ok to trouble shoot. Customer also stated that the o ring was deteriorated and reservoir and battery compartment was cracked. Reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The device will be returned for analysis.